Manufacturer narrative:
Follow-up #1 date of submission 05/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings:a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. The battery cap did not secure properly to the pump to maintain power. The battery cap threads were also damaged. A power loss was duplicated. A test cap was used to exercise the pump for 24 hours with no power interruptions. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump was intermittently losing power. The battery cap and battery compartment threads were allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.